Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 5 mg/day) and bupivacaine (10 mg/ml at 5 mg/day) via an implantable infusion pump. The patient also took 30 mg oxycodone six times daily. The indication for use was noted as non-malignant pain and complex regional pain syndrome type I. It was reported the patient's pain was minimally relieved by the pain pump. The existing catheter was aspirated in pre-op before pump replacement to confirm potency and was negative for cerebrospinal fluid (csf). The catheter also had no return of csf when cut at the spine. The catheter appeared to enter the fascia in a retrograde direction. No other obvious defects were noted. The catheter was removed entirely and replaced at the time of the pump replacement on (B)(6) 2015. The dosing was decreased to 1mg/day for both morphine and bupivacaine. The issue was resolved at the time of this report. The patient status at the time of this report was alive no injury. If additional information is received, a follow-up report will be sent.